Event description:
Perforator broke during use. It was not clear if the outer drill tang fragment was still inside the cranium; so an x-ray was taken. Following this x-ray; it was noted that some artifact was noted, but was possibly metal stapling. The staples were removed; another x-ray was taken; and no artifacts were noted. The surgeon and or staff concluded that no fragment was inside the pt. The pt tolerated the procedure well.